Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI)#. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of levofloxacin was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on 02 june 2024 at 7:29 pm. On (B)(6) 2024, at 6:39 pm, the pump module alarmed for ¿flo stop open¿ (for 2 seconds). At 6:40 pm, the pump module was selected, and the user programmed a primary infusion using ¿guardrails drugs¿ drugid: 426 was selected ¿levofloxacin¿ and programmed at a rate 100ml/hr and a vtbi of 150ml. The infusion was started. At 7:39 pm, the pump module was channeled off. No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris dfu (v12.3.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported an over infusion of levofloxacin. The was volume to be infused was 750mg/150ml over (90) ninety minutes; however, the levofloxacin infused over (60) sixty minutes. There was patient involvement but no harm. Additional information received: the infusion was initiated on (B)(6) 2024 at 1840 and ended at 1939. It was programmed as a primary infusion; however, the customer is not sure if it infused as a primary or secondary infusion. The customer states "if it was a primary infusion, the primary set had a prime volume of 25 mls. It is possible that additional medication was lost during the priming process. The actual volume in the bag when the infusion was started is unclear. The volume infused reported on the device was 97.7mls when they infusion was stopped. There were no alarms reported during the infusion." Per site visit: no corrosion, bent or broken pins observed on iui connectors. The customer is currently using a non-approved cleaner: they are using pdi: sani-cloth af3 wipes.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information : medical device serial #, device available for eval?, returned to manufacturer on, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion of levofloxacin. The was volume to be infused was 750mg/150ml over (90) ninety minutes; however, the levofloxacin infused over (60) sixty minutes. There was patient involvement but no harm. Additional information received: the infusion was initiated 02jun2024 at 1840 and ended at 1939. It was programmed as a primary infusion; however, the customer is not sure if it infused as a primary or secondary infusion. The customer states "if it was a primary infusion, the primary set had a prime volume of 25 mls. It is possible that additional medication was lost during the priming process. The actual volume in the bag when the infusion was started is unclear. The volume infused reported on the device was 97.7mls when they infusion was stopped. There were no alarms reported during the infusion." Per site visit: no corrosion, bent or broken pins observed on iui connectors. The customer is currently using a non approved cleaner: they are using pdi: sani-cloth af3 wipes.

Event description:
It was reported an over infusion of levofloxacin. The was volume to be infused was 750mg/150ml over (90) ninety minutes; however the levofloxacin infused over (60) sixty minutes. The event occurred 02jun2024 at approximately 1848. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.